Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. No additional information was available on follow-up. Event date estimated. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." Our recommendation for factory service is based on the facility's usage; however, it should not exceed 24 months. This device has been in use for 32 months without any record of factory service.

Event description:
Device returned for non-specified repair. No patient impact reported. Repair request escalated to complaint on evaluation due to the footed portion being damaged by tool contact. No additional information was available on follow-up.